Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly and bolus anomaly. Customer reported that they were hearing the pump alarm sometimes but unable to find any alarm in history. No harm requiring medical intervention was observed. The insulin pump will be returned for analysis.